Event description:
Rn states with wilson cook guidewire in place advanced papillotome over guidewire in the common bile duct for sphincterotomy procedure, and sphincter had a spasm. Md pulled papillotome back, and upon obtaining a clear field, noted proximal end of cutting wire detached from sheath. Removed from scope.